Event description:
The report received from the affiliate states that the brite tip (7f xblad3.5) was removed from the pouch. The product was flushed and no anomalies were noted. However, a leakage was observed from the mid portion of the luer hub soon after the y-connector was attached to the hub. Therefore a different guiding catheter (launcher) was used, and the procedure was finished successfully. There was no patient injury reported. The product was not clinically used in the patient. Physician's comment: the cracked luer hub seemed unlikely to happen as the physician attached y-connector tightly because the leakage was observed from the mid portion of the hub.

Manufacturer narrative:
Amended with fal results as product was returned for evaluation. After connecting a 7fr vista brite tip guide catheter to a y-connector, leakage was observed from the mid portion of the luer hub. The product was not used for the procedure and no patient injury occurred. No leakage was noted during catheter preparation (flushing). The physician commented that the crack seemed unlikely to happen during attachment to the y-connector because the leakage was observed from the mid portion of the hub, rather than from the threaded portion. No unusual handling was reported and the device had not been resterilized. One non-sterile 7fr vista brite tip guide catheter was received coiled in a plastic bag. The luer hub was cracked and the body/shaft was kinked at 9cm and 20cm from the brite tip; this was attributed to handling. No other anomalies were detected. Sem analysis showed the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented no anomalies. No visual evidence of any chemical degradation in the material was noted. Some of the fracture surfaces for the hub exhibit areas that are brittle in appearance. There are strip-like remains of material in some fracture areas; no visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A meeting was held with fal and the pet in order to review the sample and the sem report. The part was inspected looking for potential evidence of damages created during the molding process and/or during the product handle throughout the gc manufacturing process, and no evidence of molding issues were observed, neither tooling nor fixturing marks were detected that could contributed to the cracked condition of the hub. The cracked hub was confirmed and may be related to the manufacturing process. An internal was previously conducted in order to assess the impact of the failure. This additional complaint does not change the severity or the occurrence rate, therefore no further actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After connecting a 7fr vista brite tip guide catheter to a y-connector, leakage was observed from the mid portion of the luer hub. The product was not used for the procedure and no patient injury occurred. No leakage was noted during catheter preparation (flushing). The physician commented that the crack seemed unlikely to happen during attachment to the y-connector because the leakage was observed from the mid portion of the hub, rather than from the threaded portion. No unusual handling was reported and the device had not been resterilized. The product has not been returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The molding machine parameters were reviewed and no anomalies were found. The complaint could not be confirmed without a product return; nor is it not possible to determine what factors may have contributed to this complaint. No actions will be taken at this time.